Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a cyst gastrostomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after attempting to deploy the distal flange, the distal flange did not deploy. When the catheter was pulled back and the deployment process was finished, the catheter came out of the cyst, and the distal flange deployed in the stomach. After the second flange was deployed, the stent was fully deployed in the stomach. The stent was removed from the patient using a rescuenet. The procedure was completed by placing another axios stent of a different size. There were no patient complications reported as a result of this event.